Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on 07/06/2018 by (B)(4). The guide button and spring appear to be missing from the returned assembly. The button and spring were not returned. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the tibial tamp guide has been in the field since 2010. Exactech has received 3 similar complaint reports since 2010. Because the tibial tamp guide is used in total knee surgeries, sales data for tibial trays was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2014. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The risk is captured. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken instrument reported in experience (B)(6) was likely the result of crack initiation and propagation on the guide button which led to its ultimate fracture and disassociation (along with the compression spring) from the assembly. However, this cannot be confirmed as the button and spring were not available for evaluation. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. No patient involvement. An investigation was conducted; the broken instrument reported was likely the result of crack initiation and propagation on the guide button which led to its ultimate fracture and disassociation (along with the compression spring) from the assembly. However, this cannot be confirmed as the button and spring were not available for evaluation.

Event description:
It was reported from ous that during transportation of the instrument from the hospital it was broken, no patient involvement. No additional information was provided by the contacts related to this event.